Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/21/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please confirm, when did the suture breakage occurred - during passage through tissue - please confirm below, how many devices demonstrated the alleged deficiency of each product? * product code vp2347: * product code vp2317: - were there patient consequences? If yes, please explain.- the patient had an unusual bleeding during intra-operative period and this lead to increased risk to patient health and safety and thereby increased the operative time as well. Kindly confirm the device return status-today it will be couriered to the address mentioned and will share the details as well. Note: please mention the source through which the information is received (information received from dr-dr (B)(6) and dr (B)(6) (gynec surgeon at (B)(6)). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h4, d4 h3 investigation summary: the product was returned to ethicon for evaluation. Seven empty boxes and eighty-five unopened representative samples that pertains to the product code vp2347 were received for analysis. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, the functional test was performed using instron equipment and tensile force was above the minimum requirements. Part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Batch manufacturing records of vp2347/t4018 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement.